Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9apeg03b using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 9apeg03b using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate called on behalf of the customer to report that the customer obtained a high reading on her contour next link 2.4 meter. The specific reading in question was not provided. The customer was experiencing symptoms of hypoglycemia. At around 12:30 p.m., the customer was hospitalized where she was being stabilized. At 12:49 p.m., the meter gave a reading of 263 mg/dl. No further event details were provided. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.